Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary ==> five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As the complaint is related to suture breakage , tensile strength testing was performed and they met the requirements. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot.

Event description:
It was reported that a patient underwent a lscs on an unknown date and suture was used. When the surgeon was about to suture the uterus, the suture snapped on the 2nd bite. She used another foil to closed the uterus. No adverse patient consequences were reported. No additional information was provided.